Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified concentration of propofol, at an unspecified rate. It was reported that during priming of the tubing set prior to pt use, an unspecified volume of solution leakage was noted on an unspecified connector of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.